Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure the white plastic piece behind the collection chamber on the device cracked and broke. There was a piece of plastic in the specimen. There was a post biopsy x-ray completed and no other particles were seen. A damaged probe error was seen. A new device was used to complete the case. No pt consequence.